Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported no delivery alarms due to faulty reservoirs, unknown lot number. The customer's blood glucose levels were unknown. It was reported that once different reservoirs were used, the issue was resolved. No further information was provided.